Event description:
It was reported that this patient's device was interrogated and the settings were found to be at 0ma. When the values were attempted to be updated an error message was received indicating a burst watch dog event had occurred. The device manufacturing record was checked for this generator and it appears that the generator passed all functional tests prior to distribution. No other relevant information has been received to date.